Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4). Product will not be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 3.6 mmol/l (system 1, lot 498131) and 17.7 mmol/l (system 2, unknown lot). The following results were also reported within 15 minutes: 4.1 (system 1, lot 498131) and 17 mmol/l (professional meter). It is unknown if both sets of results were taken within 15 minutes of each other.